Manufacturer narrative:
The biomedical engineer advised that their device has been repaired by a third party service provider, but he did not have any information on what was repaired.  The device has been placed back into service for use.  The device was not returned to physio-control for evaluation.  The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that the device was displaying the service indicator and logged an event code that is indicative of a device issue that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform.  The defibrillator output energy could also be reduced by up to approximately 20% from the selected energy level.  There was no report of patient use associated with the reported issue.